Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the avp board to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The avp was analyzed and found to have an electrical and/or fiberoptic defect leading to error 40068. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a component failure on the avp board.

Event description:
It was reported that during after procedure, an intermittent error message or fault was identified. The customer reported event has no report of patient injury.